Event description:
It was reported that this pacemaker was explanted and re-implanted during the same procedure. No additional adverse patient effects were reported. This device remains in service. Further information has been requested to determine the cause of the event.